Event description:
Additional inform. Received on (B)(6) 2013: I recently found the problem with the smell from the nebulizer. It was the case it was in. I discarded the case and the nebulizer is fine now. I wanted to write back to you and let you know. Sorry I had to bother you.

Event description:
Caller states that when device was initially turned on it started to emit an oil-like smell. The smell was described as unbearable.